Event description:
International affiliate reports that inspection of a return loaner kit found the distal tip and spring of the x25 self retaining screwdriver had broken off from the instrument and were missing. It is not known when/where tip and spring breakage occurred.

Manufacturer narrative:
A follow up report will be filed upon receipt of the screwdriver and completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned viper2 int x-25, self retaining [product code: 2867-35-430, lot no: g0311] noted that the x25 hexlobe tip and the spring were missing. No other defects or anomalies were observed. A review of the device history record (DHR) for the viper2 int x-25, self retaining was conducted. The lot was released in 2 batches: a partial lot was released to stock on 6/1/11 with no discrepancies. A partial lot was released to stock on 11/3/11 with no discrepancies. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause is undetermined. It is unidentified at what point in the process that the x25 hexlobe tip and the spring became missing as the issue was identified internally and not in surgery or at the user facility. As there have been no issues identified in the manufacturing or release of this device, and there has been no systematic trend, this complaint will be closed with no further action required.